Event description:
Boston scientific received information that a red alert was triggered due to out of range shocking impedances involving this cardiac resynchronization therapy defibrillator (crt-d). At this time no additional follow has taken place. No adverse patient effects were reported.

Manufacturer narrative:
At the most recent follow up daily measurements showed out of range shocking impedances. A data disk was sent for review to (B)(4) technical services. In addition, it was confirmed that the right ventricular (rv) lead is a bsc lead.

Manufacturer narrative:
Should additional information become available this event will be updated.

Manufacturer narrative:
Analysis of the data disk showed some daily measurements with out of range shocking impedances while at the implant and during follow up the shocking impedances were within normal range. No noise was observed. Technical services discussed evaluating the lead integrity. At this time no additional information is available and both the device and lead remain implanted.

Manufacturer narrative:
Subsequently additional information provided noted that this patient was seen for a follow up, out of range shocking impedances were seen in the daily measurements while some normal measurements were also revealed. This patient was discharged and no intervention was performed. At a later date, another follow up was done and noise was seen on the right ventricular lead which was detected as ventricular fibrillation and ventricular tachycardia, and treated with anti tachycardica pacing and subsequently a shock successfully. The patient was once again discharged and no corrective action was performed. Finally at the most recent follow up a system revision took place. It was noted that the pacing/sensing portion of the right ventricular lead was a competitor lead, while the 0158 lead was being used for defibrillation only. It was also noted that insulation damage was seen on the pace/sense portion of the boston scientific right ventricular lead. The physician elected to cap and abandon the competitor lead, and repaired the existing boston scientific right ventricular lead. The device was replaced due to normal battery depletion, while the lead remains implanted with a new device. A boston scientific health care professional requested a possible explanation for out of range shocking impedances. A boston scientific technical services representative discussed that seeing high shocking impedances on the right ventricular channel in this case could be external interference at the hospital, and urged the health care professional to check any interference which may have occurred during the follow up. At this time, no additional information was provided and the new device and previously implanted boston scientific lead remain implanted. Should additional information become available, this investigation will be updated.

Manufacturer narrative:
This issue was reported and also captured in report numbers: 2124215-2010-10424 and 2124215-2010-18047.